Manufacturer narrative:
(B) (4). Analysis report was not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt's stimulation changed and that their pt programmer would not communicate with the device following a car accident. Initially the pt charged the battery to ... But would not go to full. On (B) (6) 2010, the pt woke up and could not read their device with the programmer or recharger. A company representative tried a physician recharge mode twice but was not successful at resolving the issue. Further attempts at interrogation and recharging were unsuccessful. The physician decided to replace the device since the battery and stimulation were not the same since the accident. The device was explanted and replaced. No pt injuries were reported.